Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr single lumen groshong catheter. The catheter was assemble with a two-piece connector and usage residues were evident throughout. The catheter shaft shared a complete break within the clear strain-relief sleeve of the connector. Microscopic inspection of the sample revealed a dully granular fracture surface. The catheter exhibited an elliptical cross-section at the break site. Tactile inspection of the sample revealed severe tensile weakness, material necking, discoloration and shape memory in the vicinity of the break. The break features, tensile weakness, necking, discoloration and shape memory were all observations consistent with material failure due to tensile (pulling) stress. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported after unplanned catheter decannulation 1 day after placement, the catheter extension was found to be disconnected. No other information was provided. It was reported this occurred with two devices. This report addresses both device.